Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone. As received, the penta passed all functional testing. No root cause was identified for the reported event.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy from their system due to a migrated lead. The migration was confirmed via x-ray. In turn, the patient underwent surgical intervention wherein the scs paddle lead was explanted and replaced to address the issue.